Event description:
It was reported an angio-seal was used post percutaneous coronary intervention procedure. The tension spring was placed on the suture for 30 mins. When the spring was taken off, it was noticed that a hematoma had formed. Manual compression was applied and hemostasis achieved two hours after hemostasis was achieved, the pt's hemoglobin decreased from 12.8 to 8.0. CT angiography revealed a retroperitoneal hematoma. The pt received a blood transfusion of 800cc. The pt was discharged 10 days later.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.